Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the embolization coil unexpectedly detached. Part of the coil was removed from the patient with a snare and part of the coil remains implanted in the intended placement site. There was no reported patient injury. The patient is reported to be "stable."